Manufacturer narrative:
Company comment: the serious events of vascular occlusion and cutaneous contour deformity and the non-serious event of discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up on the lot number and additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-aug-2024 by a physician concerning a female patient of an unknown age. Additional information was received on 17-sep-2024 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane kysse to unknown location (unknown amount, lot number, injection technique and needle type) by an other hcp at a med spa. This was the first time the patient received treatment with restylane kysse. On an unknown date, the patient's lips infarcted (as reported) and went to ER due to event. The physician reported that he had requested the patient to come into his office for treatment because they planned a course of treatment with nitrobid, massage, hylenex, and ultrasound), but the patient never returned. In sep-2024, the physician received follow-up information regarding the patient who declined any treatment from physician or any provider. According to the reporting physician, the lips reduced in size initially however, 3 weeks later, her lips had turned white, rubbery, and had a line of demarcation (implant site discolouration) where the was clear evidence a vascular occlusion (vascular occlusion) had occurred. The physician reported that the patient was permanently disfigured (cutaneous contour deformity). Outcome at the time of the report: white, rubbery, and had a line of demarcation was unknown. Vascular occlusion was unknown. Disfigured was unknown.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a physician concerning a female patient of an unknown age. Additional information was received on 17-sep-2024 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane kysse to unknown location (unknown amount, lot number, injection technique and needle type) by an other hcp at a med spa. This was the first time the patient received treatment with restylane kysse. On an unknown date, the patient's lips infarcted (as reported) and went to ER due to event. The physician reported that he had requested the patient to come into his office for treatment because they planned a course of treatment with nitrobid, massage, hylenex, and ultrasound), but the patient never returned. In (B)(6) 2024, the physician received follow-up information regarding the patient who declined any treatment from physician or any provider. According to the reporting physician, the lips reduced in size initially however, 3 weeks later, her lips had turned white, rubbery, and had a line of demarcation (implant site discolouration) where the was clear evidence a vascular occlusion (vascular occlusion) had occurred. The physician reported that the patient was permanently disfigured (cutaneous contour deformity). Outcome at the time of the report: white, rubbery, and had a line of demarcation was unknown. Vascular occlusion was unknown. Disfigured was unknown tracking list: v.0 initial, v.1 follow-up attempts with the reporter have been performed without receiving a response. The case has been reopened to submit a final report.

Manufacturer narrative:
Company comment: the serious events of vascular occlusion and cutaneous contour deformity and the non-serious event of discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up on the lot number and additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Follow up 2 for correction to ird. Case reference number: (B)(4) is a spontaneous report sent on 29-aug-2024 by a physician concerning a female patient of an unknown age. Additional information was received on 17-sep-2024 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with restylane kysse to unknown location (unknown amount, lot number, injection technique and needle type) by an other hcp at a med spa. This was the first time the patient received treatment with restylane kysse. On an unknown date, the patient's lips infarcted (as reported) and went to ER due to event. The physician reported that he had requested the patient to come into his office for treatment because they planned a course of treatment with nitrobid, massage, hylenex, and ultrasound), but the patient never returned. In sep-2024, the physician received follow-up information regarding the patient who declined any treatment from physician or any provider. According to the reporting physician, the lips reduced in size initially however, 3 weeks later, her lips had turned white, rubbery, and had a line of demarcation (implant site discolouration) where the was clear evidence a vascular occlusion (vascular occlusion) had occurred. The physician reported that the patient was permanently disfigured (cutaneous contour deformity). Outcome at the time of the report: white, rubbery, and had a line of demarcation was unknown. Vascular occlusion was unknown. Disfigured was unknown. Tracking list: v.0 initial, v.1 follow-up attempts with the reporter have been performed without receiving a response. The case has been reopened to submit a final report.

Manufacturer narrative:
Company comment: the serious events of vascular occlusion and cutaneous contour deformity and the non-serious event of discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes permanent damage. The potential root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up on the lot number and additional information will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.